Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 26. On (B)(6) 2021, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.